Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position by right femoral vein where two devices were used. During the procedure a single leaflet device attachment (slda) occurred. This case was already considered a multi-device strategy. There was a restrictive septal leaflet and challenging imaging, and patient had a pre-existing pacemaker lead. There were no difficulties while removing the sutures. The grasping position was as. After release, there was an slda. It was tried to stabilize the first device with a second device but there was no good grasping zone from the septal leaflet and the device was bailed out. The grade of regurgitation was severe before the procedure, at the time the slda happened and after the procedure remained severe.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided. Available information suggests that patient condition and procedural factors likely contributed to the event. Per information received, there was a restrictive septal leaflet and challenging imaging, and the patient had a pre-existing pacemaker lead. These factors likely compromised optimal leaflet capture and visualization, resulting in the intraoperative slda. Since no edwards defect was identified, corrective or preventative actions are not required.